Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review of the part, it is confirmed that device presented wear and chipped areas over the edges of the part likely caused by usage.. Also, device presented a missing bushing which disassociate from the component. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bag of instruments were given by the sterile processing department that had been damaged. A replacement is needed.